Event description:
Caller reported alarm 2 followed by alarm 26 occurring due to an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer reloaded the cartridge to resolve the issue and continued to use the pump for insulin therapy.